Manufacturer narrative:
Investigation summary: three photos were received and evaluated. A loose used 1ml syringe with some medication in the fluid path and an attached customer tip cap was observed. One of the barrel flanges was observed to be bent. The scale markings were observed to be skewed. In addition, the scale¿s zero line was not printed at the bottom of the barrel, but higher up on the barrel. The scale condition in the photos was rejectable per product specification. Potential root cause for the improperly printed scale defect is associated with the marking process. It is possible that the bent flange led to a misalignment of the barrel in the marker resulting in the misprinted scale observed. A bent flange detector at the marker was installed end of (B)(6) 2020, after this batch was manufactured. No additional actions are necessary based on the defective rate identified. Batch 0139929 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the improperly printed scale defect is associated with the marking process. It is possible that the bent flange led to a misalignment of the barrel in the marker resulting in the misprinted scale observed. A bent flange detector at the marker was installed end of (B)(6) 2020, after this batch was manufactured. The aql for skewed scale is 0.25%. The defective rate identified is 1 out of (B)(4), which is (B)(4). No additional actions are necessary based on the defective rate identified. Batch 0139929 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip experienced syringe -volumetric accuracy, and scale marking issues. The following information was provided by the initial reporter: pharmacist emailed to report 1 syringe with volume and print issues. Customer reported the syringe is under-filled at 0.09ml and also the gradations on the syringe are printed at an angle (code and batch details to be confirmed upon receipt of compounding batch documents). This was identified at the hospital on (B)(6) 2021 prior to use.